Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received for medical records. Further review of the revision operative notes indicate that the patient excised chronic synovitis. The surgeon further notes that there was excessive mediolateral laxity in flexion and extension and anterior/posterior instability in flexion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 12 june 2020. On (B)(6) 2016 the patient underwent right total knee arthroplasty due to right knee arthrosis. Depuy components, including patella were implanted along with competitor cement. On (B)(6) 2018, the patient underwent a right knee revision, polyethylene exchange due to instability and pain. Only the insert was revised. The tibial tray and femoral component were noted to be well fixed. On (B)(6) 2020, the patient was noted to have a right revision due to global instability. The patellar component appeared intact and remained in-situ, all other components were revised. Competitor components and cement were utilized during the revision. Doi: (B)(6) 2016; dor: (B)(6) 2018 (insert - captured in (B)(4)); dor: (B)(6) 2020 (tibia, femur and insert); right knee.